Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of ultrasound's image is too dark despite adjusting the contrast and gain settings was unconfirmed. The scanner was tested with the multipurpose vessel phantom with the test probe and the image was determined to be normal for a site rite 6 with software 1.1.3 installed. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Biomed reported that site rite 6 ultrasound's image is too dark despite adjusting the contrast and gain settings. The dark image remains despite changing the probe, however the probe used with the system has a damaged connector and may be contributing to the poor quality image. Customer sending both scanner & probe for evaluation & repair.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4) the device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Biomed reported that site rite 6 ultrasound's image is too dark despite adjusting the contrast and gain settings. The dark image remains despite changing the probe, however the probe used with the system has a damaged connector and may be contributing to the poor quality image. Customer sending both scanner & probe for evaluation & repair.